Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The device passed all operating currents tested with in the specification range and the device passed the off no power test. The following physical damage was noted: cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, and minor scratches on the display window. The test reservoir stayed lock in place noted.

Event description:
The customer reported via phone call that the black rubber ring where the reservoir is inserted came out and she was unable to keep the reservoir in the housing as a result. The patient's blood glucose increased due to the loose reservoir connection; her blood glucose at the time of incident was 580 mg/dl. The customer planned to treat by acquiring insulin syringes. She did not mention any symptoms of the hyperglycemia. Troubleshooting was declined for the high blood glucose. The insulin pump was returned for analysis and a replacement device was shipped to the customer.